Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an isvt (ischemic ventricular tachycardia) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced hemoptysis. First, it was reported that the soundstar catheter was not recognized on the ge ultrasound machine. When the catheter was replaced, the issue was not resolved. The ge cable was reseated but the issue persisted. The soundstar cable was reseated but the issue persisted. The ge probe was replaced and the issue persisted. The catheter was replaced while rebooting the ge ultrasound machine resolving the issue. It was also reported toward the end of an isvt case, that blood came out of the patient¿s mouth. The anesthesia team confirmed that there was blood coming out of the patient¿s mouth. The medical intervention provided by the anesthesia team is unknown. The patient was reported to be in stable condition. It is unknown if any bwi products were the result of the injury. The hemoptysis is being reported on the ablation catheter as a conservative measure, as the cause of the hemoptysis is unknown.